Event description:
It is reported that luque cerclage wires broke while implanted in the patient. It is unknown if any corrective action will be taken.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The lot number of the wire loop is unknown; therefore, the device history records could not be reviewed. A product history search could not be performed, as the lot number is unknown. This device is used for treatment. The device was implanted in 1980's and therefore have a potential age of 30+ years. It is unknown when the breakage happened. Luque segmental spinal instrumentation package insert states that "temporary fixation devices are not designed to last indefinitely. Ordinary body movement will transmit stresses to metallic rods, plates, bone screws, pins, and wires which will weaken these devices and may cause them to fail". Attempts were made to obtain further information about the complaint but no additional information was obtained. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.